Event description:
The device was removed due to a malfunction and possible infection as pus was observed at the time of the revision. As reported to co, the entire device was removed and not replaced. Add'l lot# :012209.